Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the lead. The lead was not used and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found dried body fluid in the inner coil at 10.2 cm from the connector pin, preventing the stylet from being inserted.